Event description:
It was reported that during a common bile duct reduction procedure, no staples after firing the device. Doctor had sutured the opening of the common bile duct. The procedure was converted to open to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.